Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient reported experiencing chest pain, shortness of breath, and stomach cramps. The patient reported that he experienced a cgm inaccuracy where the cgm was reading 150-250 mg/dl different then the bg meter. However, no specific cgm or bg meter comparison values could be recalled. The patient went to the emergency room due to his symptoms (as the patient describes himself as a "stage 4" diabetic - presumably meaning brittle diabetic). At the ER, the patient's bg level was over 400 mg/dl. The patient was treated with an unspecified IV and with insulin. The patient left the ER against medical advice. The patient was "okay" at the time of report. It has been reported that there was a difference in readings of 150-250 points. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.